Event description:
A report was received that the patient's precision device was explanted due to severe pain at the pocket and lead sites. Cultures were taken and came back negative for infection. The patient is reportedly doing well.

Manufacturer narrative:
The devices involved in this event were not returned to bsn since they were discarded by the physician. A review of the complaint and manufacturing documentation found no anomalies or deviations potentially related to the event occurred during the manufacturing process. This is the final report.